Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a damaged sheath was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 4.5fr microintroducer dilator/sheath assembly. The dilator was inlaid through the peel-apart sheath. Blood residue was visible on the dilator. The tip of the sheath appeared deformed. A portion of the tip was buckled and flared outward. Sheath deformation was evident in the photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include attempted insertion against resistance and a rough transition between the sheath and the dilator.

Event description:
During the client's catheterization, after the guidewire was delivered, the guide found that the vascular sheath would not be delivered. 1/27/2025 - during investigation of the returned dilator was found that a portion of the tip was buckled and flared outward.